Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 201. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a major infection on (B)(6) 2018. Patient was admitted from outside hospital with gram positive cocci in pairs/chains. Infectious disease doctor consulted, and patient was placed in vancomycin. Then it was switched to IV ceftriaxone. Abdominal and chest CT were unremarkable. A tagged white blood cell scan was performed, it illuminated an area light of fluid around the outflow graft but surgeon said it was too risky for surgery to take place. The plan for IV antibiotics was switched to oral antibiotics on (B)(6) 2019 and continued.